Event description:
It was reported that an ilet bionic pancreas entered a recurrent reboot loop approximately hourly and displayed insulin occlusion alerts when no supplies were connected, and the user experienced hyperglycemia with blood glucose values up to 350 mg/dl; the device was later updated, paired to a new cgm sensor, and delivery was resumed after successful dry run and supply change. Symptoms included high blood glucose without reported associated clinical symptoms. Outcomes included no hospitalization or medical intervention beyond troubleshooting. Investigation included review of device logs, data synchronization, guided troubleshooting for consecutive stalled motor alerts, firmware update, cgm pairing, and supply change with verification of insulin drops and resumed delivery. Investigation of this case revealed no confirmed software fault and no reproducible hardware malfunction, with successful priming past 150 units and resumed insulin delivery. It was concluded that the cause of the hyperglycemia and device alerts was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.